Event description:
A cartridge alarm was reported by the caller during pumping, though previous alarms were not an issue with this pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully loaded a new cartridge and resolved the issue.